Event description:
On (B)(6) 2012, the patient was implanted with multiple gore® excluder® aaa endoprostheses ((B)(4)) to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, the patient¿s aneurysm ruptured. It was reported the patient had a type I proximal endoleak, identified during the rupture. The patient was transferred to another facility, (B)(6) in (B)(6) for a surgical reintervention. The physician implanted three additional aortic extender components ((B)(4)) to repair the rupture. The patient tolerated the procedure and was transferred to the ICU for recovery.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Additionally, the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in patient populations with ruptured aneurysms. (B)(4).